Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, due to gallstones and cholecystitis, the device was used during removal of the gallbladder. While using the device to ligate the cystic duct, the clips could not be clamped. The surgeon immediately replaced the device to resolve the issue. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.